Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection which was manifested by turbid effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Specified treatment for the event was unknown. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing during treatment. No additional information is available as the reporter declined follow up.